Event description:
Caller reported an alarm 2 followed by alarm 26, indicating multiple occlusion events. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the cartridge and resumed insulin therapy.